Event description:
A nurse reported that the probes did not aspirate the vitreous during surgery. The procedure type was unknown. It was noted that the probe was able to aspirate balanced salt solution (bss) but was unable to aspirate denser material such as vitreous. The procedure was completed by replacing the product with new ones. There was no information reported about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.